Manufacturer narrative:
Device received and evaluated. Shaft frosting was confirmed due to a vacuum failure. The DHR review did not show any abnormalities. No harm to patient. Malfunction occurred during pretest.

Event description:
Probe froze up the shaft. Replaced during pretest.